Event description:
It was reported that a patient presented for initial system implant. During the procedure, they physician could not fix the lead into the right atrium. After several attempts, the lead was not used and another lead was used. The procedure was successful and the patient was in stable condition.

Manufacturer narrative:
A partial lead with the pin measuring 53.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.